Event description:
It was reported that high capture thresholds were noted on this left ventricular (lv) lead. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).